Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: telephone number:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was booked for a combined cataract extraction and iol implant and posterior vitrectomy. The case started by performing the cat extraction and iol implant where doctor put in the j&j lens successfully. On proceeding into the retina however, it was determined that the patient had a retinal collapse and the doctor could proceed no further. Doctor decided that it was better to remove the implanted lens as there was no need for it due to the collapsed retina.